Event description:
Information was received from a company representative on (B)(6) 2015. She spoke to the patient¿s new neurologist while the patient was in the office for a programming session after the generator was replaced. Diagnostics were normal and patient had no complaints.

Event description:
It was reported that the vns patient had been seizure-free for some times but experienced three seizures on (B)(6) 2015. The patient¿s device was tested and diagnostic results showed normal device function. The patient¿s medications were adjusted. The patient also had been experiencing painful stimulation at the generator site for the past two years which was causing discomfort. The patient did not have a history of pain prior to vns. No other contributing factors were noted. The patient underwent generator replacement surgery on (B)(6) 2015. The explanting facility discarded the explanted device; therefore, no analysis can be performed.